Event description:
It was reported that the pt reported that his hip was squeaking.

Manufacturer narrative:
It was indicated that the device is not available for evaluation as it is still implanted. If additional info becomes available, a supplemental report will be submitted.